Event description:
Clamp on evd (external ventricular drain) that clamps on/off / measures icp broke off evd. The product was reviewed following concern regarding interference with intracranial pressure (icp) readings using hemostat clamp due to malfunction of stopcock. It was identified that placement of the device adjacent to the panel mount of the natus eds3 drainage set impedes icp readings.